Event description:
It was reported the gastrointestinal videoscope exhibited an e226 and b30 communication error. The malfunction occurred during setup before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens foreign material. Based on the results of the investigation, a definitive root cause of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.